Manufacturer narrative:
Correction h10: related manufacturer report numbers added.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing ineffective therapy and shocking sensations at the ipg site. X-ray imaging confirmed migration of both leads. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the system was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.